Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Additional information received has substantiated the severity of an injury associated with (B)(4) which was reported conservatively. Therefore, the subsequent complaints associated with a malfunction of the collimator to exchange properly resulting in the collimator falling have been reassessed. This record is a subsequent complaint that reports the same malfunction and as such it has been determined to be a reportable event.

Manufacturer narrative:
The customer reported the system generated a sensor error while loading a collimator (addressed in pr (B)(4)). The operator removed the high energy general purpose (hegp) collimator, which did not set well onto the cart, resulting with the collimator dropping to the floor when the cart was moved. A philips field service engineer (fse) confirmed there was no harm to a patient or operator. There is no patient involvement in a collimator exchange. The injected patient was scanned successfully on another system at the site. A philips fse evaluated the system and manually lifted and loaded the hegp collimator onto the collimator cart. The fse inspected and found damage to the mounting blocks and collimator cover. The fse was able to successfully load the low energy high resolution (lehr) collimator onto the system. The system was tested and returned to service. The fse was unable to determine the cause. Field safety notice (fsn) (B)(4) was released on 15-dec-2017. The system is operational and in clinical use.